Event description:
Lf fse reports that customer cut their finger twice on the stainless steel plate that wraps around the center space within the faceplate.

Manufacturer narrative:
Liebel flarsheim manufacturing report: complaint indicates that the customer cut her finger while wiping off a 125ml faceplate. The bottom plate that attaches to the faceplate (pn 800716) is a .015 inch thick stainless steel plate that is tack welded to a thicker plate. Although not "sharp" in its normal configuration, it is thin enough that if someone quickly wiped their finger or hand across it, it is possible that they could scratch or cut their finger. This plate is not exposed to caregivers or patients when the faceplate is in use on the injector. This complaint occurred during cleaning of the unit. At this time we are unaware of similar complaints on their faceplate model.